Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error 63 alarm (variable 3) confirmed in the pump history due to broken pin 1 trace on u1 keypad assembly. No traces of moisture noted at electronic assemblies or motor assemblies per visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump showed pump error during self test. Customer was able to complete the insulin pump rewind. Customer also reported that they got the smell of insulin but there were no leaks. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.